Event description:
It was reported that an everest xt polyaxial screw broke during insertion into dense bone at s1. The remaining portion was left in the patient. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention was reported.

Manufacturer narrative:
The returned screw showed a clean fracture directly below the tulip. No other visual deformations were identified. An x-ray was provided of the fractured screw in the patient's body. The x-ray shows the shaft of the screw implanted into the bone, with the tulip (connected to the extended tab) separated. It was confirmed the screw shaft was left in the patient, while the fractured piece of the screw (tulip and extended tab) was returned for evaluation. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The most likely root cause of the reported event is due to the patient's very dense bone. Excessive torsional force may have been applied in order to insert the implant further into the bone, resulting in a fracture below the tulip of the screw.

Event description:
It was reported that an everest xt polyaxial screw broke during insertion into dense bone at s1. The remaining portion was left in the patient. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention was reported.